Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the known product/lot combination(s) since release for distribution. Product/lot information for the acetabular cup that would be related to cases of disassociation was not provided. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation of the liner from the cup.

Manufacturer narrative:
The date originally provided has been found to be incorrect, and is currently unknown. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.